Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Unit received with missing end cap sticker.

Event description:
It was reported that the customer had a button error on the insulin pump. Insulin pump will be replaced. No additional information provided.